Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening extended on posterior, brown particles in the shell and underweight. A visual and microscopic analysis was performed which identified: sharp opening on posterior, creases fold and wear abrasion. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is:a sharp opening on posterior assessed as an unidentified (tear) opening.

Event description:
Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and "patient's concerns with the product".

Event description:
Healthcare professional reported a right side rupture and an exchange from textured to smooth implants due to the patients concerns with the product. Device remains implanted.